Manufacturer narrative:
23-apr-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
The head comes off in my mouth - oral-b [device breakage] toothbrush head...is loose - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit] case narrative: male consumer via e-mail reported that the oral-b toothbrush head was loose on his oral-b toothbrush handle, type b3764 and the oral-b toothbrush head came off in his mouth. No injury was reported. 23-apr-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
The head comes off in my mouth - oral-b [device breakage] toothbrush head...is loose - oral-b [device connection issue] case narrative: male consumer via e-mail reported that the oral-b toothbrush head was loose on his oral-b toothbrush handle, type b3764 and the oral-b toothbrush head came off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return